Event description:
Customer reported occlusion alarms. Blood glucose level rose to 536 mg/dl, exceeding normal range, due to the issue. Customer addressed the high blood glucose by administering a correction injection through manual daily injection and resolved the occlusion events by changing the infusion set and cartridge to resume insulin therapy.